Manufacturer narrative:
The previously reported evaluation code-results code has been updated: code no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device explanted. They believed it was sometime before their 2011 implant. It was noted that both leads on the device ¿slipped¿ and it didn¿t work. The leads gradually moved and there were no falls or anything.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 377845, lot# v010207, implanted: 2006-(B)(6), explanted: 2011-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).